Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery intermittently depleted quickly. There was no reported impact to the customer¿s blood glucose level. The customer declined to perform further troubleshooting with tandem technical support.